Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). In the revision of a loosened femoral component enduro it was noticed that the shaft had loosened from the femoral component. Components in use listed as concomitant devices are: nr292k / femur extens. Stem 6° d15x77 mm cemented. Nb015k / enduro femoral component cemented f2l. Nr880m / enduro meniscal component f2 10 mm. Nr400k / nut f/femur. Stem all sizes neutr.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. Furthermore this case was discussed with a specialist form the marketing department. Explants: the underside of the femur box exhibits imprints from the femur stem. The interface of the stem to the femur box shows imprint on both components. There are visible bone cement residues in the femur box. The femur component exhibits bone cement with little interdigitation to callous bone especially on the medial side. The femur component was implanted with wedges, probably to correct the bone defects of the patient. The enduro meniscal component shows visible scratch marks on the gliding surface. No metal abrasion on the surface of this component could be determined therefore we assume that this is third body wear is likely due to bone cement remainings. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably patient or user related. Rational: we assume that the bone degraded especially under the medial side of the femur component. This led to the femur component not being supported and the loading being transmitted through the femur box to the stem. As a result of this, the load to the stem has increased and lead, to the stem loosening. Another possible root cause for this failure could be an insufficient tightening of the femoral stem. It has to be taken into account, that afterwards it is not possible to determine if the stem was tightened with the prescribed torque of 27nm. No CAPA is necessary.

Manufacturer narrative:
Additional information: adding component information.

Event description:
Components in use listed as concomitant devices are: nb012k / enduro tibial comp.offset cemented t2. Nr192k / tibia offset stem d15x52mm cemented. Nb055k / enduro tibia hemi-wedge t2 4mm rl/lm.